Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery.

Event description:
Boston scientific received information that this patients home monitoring system alerted the physician that this device declared end of life (eol). It seems that the device declared eol without declaring elective replacement indicator (eri) due to a charge time of greater than 30 seconds. As a result the device was explanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
The device is being analyzed at this time.

Event description:
--